Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit it was observed that this right ventricular (rv) lead had high out-of-range shock impedances. No intervention is planned and the patient will be monitored remotely. No adverse patient effects were reported.